Event description:
A customer contacted baxter's technical service center regarding air in patient line that caused a low drain volume (ldv) alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) assisted the caregiver (cg) in ending therapy. The home patient (hp) to restart with new supplies. During a follow up phone call with the hp regarding the air in patient line, the hp stated that he is doing fine and had resumed therapy without any issues. The hp verified that he notified the nurse about the air in line. The hp stated that he did not notice any loose connections, disconnections or defects on the supplies. Per hp, he did not have any injury or harm as a result of this incident. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded, and the lot number was unknown. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a check heater line alarm that occurred on the homechoice (hc). This event occurred during patient use during fill 5/5. The care giver (cg) states heater bag was empty so she disconnected the bag and reconnected the last fill bag to the heater line. The technical service representative (tsr) advised will need to end therapy because of disconnecting bag. The alarm cleared. The call was completed and the hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) was not confirmed due to a lack of sample. Per the complaint information the cause of the low drain volume alarm is the air in the patient line. The lot number is unknown therefore a batch review was not performed. From a follow up phone call by product surveillance, the patient stated that he did not notice any loose connections, disconnections or defects on the supplies and he is continuing therapy on the homechoice with no further issues. The cause of the air in line is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation for the ldva is in progress through (B)(4).